Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned tibial articular surface provisional has fractured into three pieces. The central post has fractured from the main body of the device and the main body is fractured obliquely across the intracondylar space. The device has an approximate field life of two years and seven months with an unknown frequency of use. Review of the device history record and receiving inspection reports for identified no deviations or anomalies. This device is used for treatment. A complaint history search identified two other complaints for this part number and four other complaints for this lot number related to instrument fracture. A notification was sent to the field on august 7, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tibial articular surface provisional broke upon insertion. No adverse events have been reported as a result of the malfunction.